Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h13d19023 and h13e25027 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional information: upon further investigation, it was determined that the patient had acquired peritonitis due to a reoccurring tunnel infection from a non-baxter catheter device. The patient received antibiotic therapy for the tunnel infection and peritonitis infection. The patient was reported to have recovered from both tunnel infection and peritonitis. Baxter pd disposables are not suspect products for the events.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was not hospitalized for this event. Three days prior to the onset of peritonitis, the patient experienced tunnel infection. The cause of the tunnel infection was unknown. The cause of peritonitis was unknown. However, it is possible that the tunnel infection could have traveled to the peritoneal dialysis (pd) catheter causing peritonitis. On the day of the onset of peritonitis, the patient was treated with intraperitoneal (ip) gentamycin (0.002 mg/ml; frequency not reported) and cefepime (ip, 0.125 mg/ml; frequency not reported). Approximately three weeks later, the antibiotic treatment was withdrawn. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 1 of 4.